Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced redness and a slight burn on the right cheek post-procedure. Scratches and the sloughing off of skin were also later reported by the patient. Both silvadene and hydrocortisone were prescribed as treatment for the injuries. The patient was also given sun block and an ice pack to use. To this date, some redness in the right cheek area still remains. The highest energy level used was 6.5. It should be noted that a hole in the surface of the device treatment tip was discovered during this procedure, after noticing that the patient's face looked red. Evaluation of the returned treatment tip identified the surface damage as dielectric breakdown.

Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed flow, leak, and thermistor testing. Upon visual inspection, however, dielectric breakdown was observed on the tip surface. The treatment data card was also returned for evaluation. Error alerts for lifting/tilting the tip during use and for using too much force were recorded during the procedure. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a dielectric breakdown, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. The thermage user manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. Erythema/blanching may occur in mild form and typically resolve within a few hours. However, on rare occasions, erythema has been reported to last longer (up to several weeks). Blanching usually resolves within twenty-four (24) hours.